Manufacturer narrative:
The unit was received with frozen lcd display due to corroded electronic assemblies. The unit was received with corroded motor home switch. The unit was received with cracked case at the display window corners, minor scratches on the lcd window and scratched battery tube threads.

Event description:
Customer indicated that there is moisture damage in the pump. No blood glucose information was given.